Manufacturer narrative:
(B)(4). No devices and photos were received; therefore the condition of the components is unknown. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01544.

Event description:
It was reported that during an initial knee surgery, the doctor was attempting to insert a bearing trial and it snapped. A back up bearing was then used and it also snapped. No consequences or impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. Visual inspection of the provisional confirms that the device is fractured and not all pieces were returned. The device also exhibits signs of usage. The DHR was reviewed and no discrepancies relevant to the reported event were found. Lot#zb111203 has been in the field for approximately eight years and two months. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear and tear from repeated use during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.